Event description:
The patient presented in the ER after receiving inappropriate therapies for oversensing. The patient noted that she fell twice in july, which correlated with a drop in the amplitude trend. Loss of capture was also observed. X-ray revealed lead dislodgement. The lead was explanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.